Manufacturer narrative:
Device remains implanted and was not returned for additional evaluation and investigation. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: (B)(4).

Event description:
Representative stated that the physician has lowered the patient's dose and plans to increase their dose more slowly moving forward. Patient is no longer experiencing dizziness, but is having more pain.

Manufacturer narrative:
Pending follow up information on patient status. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
A patient contacted technical solutions to report that they were experiencing extreme dizziness and high blood pressure. The patient reports that their managing physician put prialt into their pump. They report that the patient effects began shortly after this appointment, and that they went to the ER due to these symptoms. They report that days later they went to their managing physician again and that they lowered their daily dose by approximately 60%. They report that even though their dosage was lowered they are still feeling very dizzy. The patient reports that they do not have a ptc.